Manufacturer narrative:
(B)(4).

Event description:
On 22oct2019 a website post submitted by a patient (pt) in (B)(6) was received. The pt reported a diagnosis of a corneal ulcer while wearing an acuvue® oasys® brand contact lens (cl). On 24oct2019, the pt was contacted, and additional information was provided. The pt reported experiencing discomfort in (B)(6) 2019 with 3 right eye (od) cl after 2-5 days of wear. The pt reported the cls did not fit well and experienced pain after removal of the cls. The pt reported 15 days ago, pt self-treated with tobramycin, 1 drop 4-5 times daily for 7 days. After several days, the pt consulted with an eye care provider (ecp) and was diagnosed with a corneal ulcer od. Ecp advised the pt there was a ¿scratch¿ in the center of the cornea. The pt was prescribed zymar 3 times daily for 7 days, and regencel 2 times daily and as needed for comfort. The pt was advised to suspend cl wear for 15 days. The pt reported the od was better after 2 days of no cl wear and the use of zymar. The pt returned to cl wear after 5 days of treatment with a different brand of cl. The pt has not had a follow-up visit with the ecp. The pt reported a replacement schedule of 15-20 days and sometimes sleeps in cls. The pt uses renu solution to clean cls. Multiple attempts have been made to contact the pt¿s treating ecp and the pt for additional medical information and to confirm the diagnosis, but no additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od cl was discarded. The lot number is unknown. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.